Event description:
The technician alleged that the nurse call function was not functioning on this bed. No patient impact.

Manufacturer narrative:
The technician replaced the nurse communication cable to resolve the issue.